Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring incontinence due to suspected sub-cuff atrophy. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of atrophy, and urinary incontinence was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. A conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring incontinence due to suspected sub-cuff atrophy. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.